Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found pinhole at a-rubber (bending section part) and due to pinhole waterproof failure (leakage ) observed. The reported issue of "there is leakage from the bending part" was reproduced, was confirmed. Furthermore, device evaluation found image problem. No image output (blackout) was observed due to broken ccd unit. Additionally, the following defects were identified during device inspection: angulation in the down direction is out of standards due to the worn angle-wire. Electrical connector (el-connector) found corroded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported " there is leakage from the bending part" . The issue found at preparation for use. The device was replaced and the intended diagnostic procedure was completed using a similar device. No harm was reported. No patient injury, no user injury reported due to the reported issue. Device evaluation found no image (there is no image output due to the broken charge coupled device (ccd) unit. This report is being submitted for no image found on device evaluation ( image problem- blackout- unable to restore issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the black image was due to conduction failed at the scope connector due to corrosion of metal contacts and/or moisture that invaded the device from the leaking point the event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: if bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter from the hole and short the internal circuit. This may result in breakage of the switch and ccd.¿ olympus will continue to monitor field performance for this device.